Event description:
Boston scientific received information that this right ventricular (rv) lead is exhibiting impedances greater than 2000 ohms. All other lead diagnostics are normal. The health care provider reports that the rate sense impedances have been increasing gradually. A chest x-ray will be taken and the patient will be monitored. No adverse patient effects. Additional information received from the local sales representative states that there was no reprogramming or intervention performed. The lead is still functioning good for sensing and threshold. There was no x-ray taken. The physician is planning to follow the patient on their regular scheduled appointments. No leads were removed. There were no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.